Event description:
Info received via annual device tracking report indicating the device had been explanted because "the pt fell numerous times onto pump site with resultant intractable wound infection." Follow up revealed the onset of the infection was 6/1999 with the symptoms of drainage and incisional wound opening. A culture of the wound was negative. The pt was treated with oral and IV antibiotics as well as device explant. The infection was eradicated. The pt was reimplanted with a new device in 2001.